Event description:
It was reported that a large volume infusor had black marks on the filter. This was identified before patient use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed black particles, approximately 0.02 square mm in size, embedded in the material of the stress member. The particles were completely embedded in the material and were not contacting the fluid pathway. No signs of a black mark were observed on the filter. The cause of the condition was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.